Manufacturer narrative:
(B)(4). The actual device was not evaluated by fresenius personnel; therefore, the failure mode cannot be confirmed or replicated in field testing. However, the device was refurbished and sent out to be redistributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Based on the clinical review of the information provided the shortness of breath was due to the fluid overload. The fluid overload was likely caused by peritoneal dialysis with fresenius products and likely related to non-compliance with using manual products for peritoneal dialysis when the cycler was not functioning as expected.

Event description:
A peritoneal dialysis (pd) patient reported encountering an error message from the cycler while in drain 1 of 5 and as a result was unable to drain. On the same day the pd nurse called technical support to report that she went to visit the patient at home and encountered the same error message from the cycler and decided to discontinue the treatment. The patient was sent to the hospital emergency room (ER) to complete the treatment. A replacement cycler was requested. Upon additional follow up with the patient¿s pd nurse, it was determined that the patient had not been able to complete the treatment for five days ((B)(6) 2016). On (B)(6) 2016, the pd nurse went to visit the patient at home and determined that he needed to go to the hospital to be treated for shortness of breath and fluid retention in the lungs. The patient remained hospitalized from (B)(6) 2016 when he was discharged home in a stable state. The pd nurse stated that the patient had manual supplies available but did not use them to drain because he did not feel comfortable using them.